Manufacturer narrative:
B3: this was observed during october 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulates were observed in unspecified quantity (at least 4) of 150 ml intravia containers. Some sets contained fentanyl citrate 1000mcg (10 mcg/ml) in 100ml normal saline. This was observed during inspection, prior to patient there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.